Manufacturer narrative:
(B)(4).

Event description:
It was reported pt wanted intrathecal baclofen pump taken out because it was not working. At the time of this report, no further details were reported. Additional info was requested and will be provided when available.